Event description:
Boston scientific received information that this implantable defibrillation lead was explanted due to a non specified product performance issue. No adverse patient effects were reported.

Manufacturer narrative:
A request for additional information was sent to the local area field representative. At this time no additional information is available. Should additional information become available this report will be updated.